Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Additional related observation: the instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was observed. The complaint regarding functional impairment due to a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - sliding surgical procedure, the fenestrated bipolar forceps had functional impairment due to wire breakage. The procedure was completing as planned with no reported injury.